Event description:
Reportedly, an alert for atrial impedance that has changed the pacing mode (lps) has been received. The model of the atrial lead remains unknown. Any suggestion about programming? Is vdd mode possible?

Manufacturer narrative:
The review of the provided data highlighted an issue on the atrial lead connected to the subject device. The lead model is unknown. The provided data from a remote follow-up received on 21 september 2024 for an alert on lead polarity switch for the atrial lead show that on 20 september 2024, the subject device has detected at least two impedances higher than 3000 ohms or lower than 200 ohms and since the lead polarity switch (lps) was programmed on at the atrial level, as per specifications, the device has switched from the programmed dual chamber pacing mode to vvi mode. On 26 september 2024, atrial data are not available since the device has switched to vvi mode. No information on the leads is available: the provided data from a remote follow-up received on 26 august 2024 for an alert on low atrial impedance (> 300 ohms) show that both the atrial lead impedance and the atrial sensing decrease since beginning of july 2024. No atrial oversensing is recorded in the diagnostics and no mode switch occurred. On the recorded episodes, there is no atrial oversensing, the ventricular spikes are sometimes visible on the atrial egm, it could be due to the atrial lead positioning that could be closed to the right ventricle. The lead polarity switch (lps) to vvi mode occurred as per specification. If lps is programmed off, vdd mode can be programmed. The atrial lead model and serial number shall be retrieved, and the atrial lead should be closely monitored since both atrial impedance and atrial sensing are decreasing since beginning of july 2024. If the atrial lead is microport lead, it will be added to this complaint. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.